Manufacturer narrative:
Per the clinic, the patient was treated with a topical ointment (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced an infection at the implant site. Additional information has been requested but it has not been made available as of the date of this report.